Event description:
The patient reported low flow alarms shortly after changing to mpu. The patient was asymptomatic. When she was connected to the system monitor low speed operations were recorded. The patient had a weight gain of 45 kg since 2017. The clinician made the decision to immediately exchange the pump with suspected driveline fatigue. Upon review of the patient's log files by technical services, the data showed pump stops while attached to the mpu and the power module.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the reported low speed/low flow events and observed pump stoppage events. (B)(6) was returned assembled. The outlet elbow was returned attached to the pump¿s outlet port. Evaluation of the outlet elbow revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The driveline, serial number (B)(6), was severed approximately 6.0¿ from the pump housing. The distal portion of the driveline adjacent to the controller connector was also returned measuring approximately 32.0¿ in length. The metal connector appeared unremarkable. An electrical continuity test of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The silicone jacket was unremarkable. Upon removal of the silicone jacket, the clear bionate layer was discolored dark red approximately 6.0¿-19.0¿ from the controller connector but was otherwise unremarkable. Minor wear of the metal braided shield was observed along the length of the driveline. Microscopic inspection of the driveline upon removal of the metal braided shield revealed a breach on the orange wire approximately 5.0¿ from the pump housing which exposed the inner metal conductors. The damage appears to be the result of fatigue failure in this location. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation and no additional areas of compromised wire insulation were identified. The heartmate ii pump operates on a three-phase motor, where each phase is powered by two redundant wires. The orange wire represents one of the two redundant wires that comprise phase 1 of the three-phase motor. If the exposed conductors of the orange wire contacted the metal braided shield while the system was operating on a tethered power source (such as the mobile power unit or power module), the resulting electrical short to ground would have caused the low speed/low flow events reported by the account as well as the pump stoppage events observed within the submitted log file. The relevant sections of the device history records for (B)(6) and for the percutaneous lead, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19aug2016. The implant kit was shipped with heartmate ii lvas instructions for use (IFU). This IFU discusses pump speed, power, flow, and pulsatility index in section 13.0 ¿system monitor¿ under ¿clinical screen¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events in section 17.0 ¿patient management¿ under ¿unique treatment issues¿ and ¿caring for the percutaneous lead¿. This section also provides information on driveline care and cleaning under ¿exit site treatment¿. Additionally, this IFU contains information regarding alarms on the system controller, including the low speed advisory/hazard and pump off alarms, and the proper actions associated with them under ¿alarms screen¿ in section 13.0. This IFU instructs the user that if damage to the electrical conductors in the lead is confirmed, the heartmate ii pump should be replaced as soon as possible. The patient handbook contains a section on ¿caring for the percutaneous (perc) lead¿ under ¿caring for the leads that connect you to the pump and system controller¿ which warns that damage to the lead, depending on the degree, may cause the pump to stop. This section also provides information on driveline care as well as indications of driveline damage and instructs the user to check the perc lead daily for signs of damage (cuts, holes, tears); if damage is discovered, report it immediately to your hospital contact person. The section entitled ¿the system controller¿ contains information regarding alarms on the system controller, including the low speed advisory/hazard and pump off alarms, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.